Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01767. This report is being submitted as additional information. Approximate age of device- 3 years and 1 month. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The patient remains ongoing the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s lvad system was producing pump stoppages and low flow alarms. No clinical symptoms were reported. Technical services reviewed submitted log files and observed pump stoppages on (B)(6) 2017. There appears to have been pump stoppages events each lasting < 10 seconds. These events occurred while connected to power module and power appears to be related to short-to-shield event. The patient was lying in bed during these events and they were not doing any specific tasks during these events. Additional information received on 22nov2017, technical services reviewed submitted x-rays images does not appear to show any specific areas that may have compromised. On (B)(6) 2017, the patient was stable on an ungrounded cable. At this time, no plans for a driveline evaluation/replacement or pump exchange. Reportedly, the low flow resolved. No additional information provided.